Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a product performance problem in association with nuclisens® lysis buffer. The customer reported that after changing lysis buffer lots, colored eluates were produced for whole blood samples which gave underestimated results in pcr (bk, cmv, ebv, b19). An investigation was performed. The investigation confirmed the customer's issue of the eluates becoming colored in the sample because of the presence of hemoglobin from the blood samples. The investigation confirmed that the presence of hemoglobin can cause the inhibition of downstream applications such as pcr. In most of the cases, the test result is uninterruptable as the internal control would also be inhibited, invalidating the test. In the case the internal control would not be inhibited, or not used, the tests run with colored eluates could potentially result in under-quantified or even false negative results. The root cause of the coloration was confirmed to be linked to a non-conforming ph value which was observed to be 6.9 instead of 7.1 +/- 0.1 as per product specification for batch 17022802. The investigation confirmed that no other lots of nuclisens® lysis buffer in the field were impacted by the same ph non-conformance. A CAPA was opened to address the reliability of the ph measurement process, and all the future batches of nuclisens® lysis buffer will be functionally tested for the presence of colored eluates. Fsca 3630- nuclisens® lysis buffer (reference 200292, lot 17022802) colored eluates exhibiting pcr inhibition, was issued (B)(6) 2017.

Event description:
A customer from (B)(6) reported to biomérieux a product performance problem in association with nuclisens® lysis buffer. The customer reported that after changing lysis buffer lots, colored eluates were produced for whole blood samples, which gave underestimated results in pcr (bk, cmv, ebv, b19). The customer stated extractions were made on two different easymag® instruments with identical reagents, except the dilution buffer, and colored eluates were obtained on both instruments. The customer stated that incorrect results were not reported to a physician and patient treatment was not impacted. A biomérieux internal investigation has been initiated.